Event description:
Several air mattress pumps (about 20) have exhibited failure of the air cooling fan used to remove heat from the pump compressor. Nursing staff only becomes aware of this failure when they begin to smell melting rubber and plastic internal to the pump itself. Hopsital staff fear that this failure may cause burn injuries or an actual fire. Compressor standoffs and other plastic tubing are found to be melting when the cooling fan fails. The device has no warning or cut-off protection when a fan failure occurs. They have only recommended replacement of these fans.